Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient faced infusion set issue on (B)(6) 2026. The adhesive patch was not adhering and infusion set fell off after shower on first day of insertion. No further information available.